Manufacturer narrative:
(B)(4). Initial reporter first and last name: unknown, not provided. Phone number: (B)(6). Device evaluation: the complaint sample was not returned at the manufacturing site for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. A petri dish was returned containing a colourless fiber, size 1390 x 25um. The fiber was inspected under a microscope. It was noted that there was a considerable amount of mould on the surface of the petri dish. The mould had completely covered the fibre so it was washed in water prior to the fourier transform infrared (ftir) spectroscopy analysis. The ftir analysis showed that the fiber was a polyester. However the source of the fibre could not be confirmed. Retained product evaluation: visual inspection on retained products was performed. No visible defects were found on the package, cannula or solution. Functional test was performed without malfunction. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a foreign particle was found during the injection of healon viscoelastic (ovd). No patient injury was reported. Additional information was received and it was learnt that the foreign particle was found in the patient's eye after the healon was injected. No further information was provided.